Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2019-02840. It was reported the patient experienced ineffective therapy. X-rays revealed lead had migrated. As a result, both leads will be replaced at a later time.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-02840. Additional information provided the patient had 1 lead replaced. Therapy has been restored. Note: both of the patient's leads are being reported because it is unknown which lead is liable.